Manufacturer narrative:
Investigation: photo evaluation: ¿ 2 photos were received for investigation and observed package poor perforation. Sample evaluation: ¿ 4 actual samples were returned for investigation. ¿ the 4 actual samples were subjected to visual inspection to check for package poor perforation. ¿ observed package poor perforation from all returned samples. Probable cause could be at the perforation station of the primary packaging machine, the production technician could have detected package overcut on a strip and adjusted the air pressure to try to balance the cutting pressure which unknowingly could have resulted package poor perforation at the other strip. The production technician had also overlooked to inspect all the strips after adjustment was made and perform backtracking on produced parts. There are 16 blades and it is all controlled by 1 air regulator. Action had been taken to improve on the perforation station to have 1 air regulator control 4 blades only for better balancing on 17 jun 2019. DHR was performed. There were no poor perforation rejects at the outgoing inspection and no quality notifications raised in the past 12 months on a similar reported defect.

Event description:
It was reported that before use of the bd¿ hypodermic needle the packaging is difficult to tear off. Half of the box has this condition. The following information was provided by the initial reporter: the package is hard to be torn off.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ hypodermic needle the packaging is difficult to tear off. Half of the box has this condition. The following information was provided by the initial reporter: the package is hard to be torn off.